Manufacturer narrative:
Component code, impact code, type of investigation, investigation findings, investigation conclusion. The 23mm sapien 3 valve was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The certitude delivery system with s3/s3u thv IFU was reviewed. Based on the review, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The reported event of leaflet thickened/halt was unable to be confirmed as no device or relevant imagery was provided. Due to the unavailability of the valve serial number, a DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of the IFU/training materials revealed no deficiencies. As reported, "on the same day of tavr, computerized tomography (CT) showed hypo attenuated leaflet thickening (halt). As a treatment, anticoagulation with warfarin was introduced. As of postoperative day (pod) 13, the outcome was "resolving". Hypo-attenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. In this case, the patient was prescribed anticoagulant medication (warfarin), and the thickened leaflet was resolved, which indicated that the patient had potentially thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening. In this case, available information suggests that patient factors (thrombosis) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The japanese tavi registry reporting system reported that the patient underwent transaortic transcatheter aortic valve replacement (tavr) and received a 23 mm sapien 3 valve in the native aortic position. On the same day of tavr, computerized tomography (CT) showed hypo attenuated leaflet thickening (halt). As a treatment, anticoagulation with warfarin was introduced. As of postoperative day (pod) 13, the outcome was "resolving".